Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 1019.3 mcg/day, bupivacaine 20 mg/ml for a total dose of 10.193 mg/day, and morphine 2 mg/ml for a total dose of 1.0193 mg/day via an implantable pump for non-malignant pain. It was reported the patient reported tenderness around the pump site on (B)(6) 2019. The pump was implanted in 2016, and a catheter dye study (cds) will be ordered. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was pain at pump site. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. Additional information received from a healthcare professional (hcp) via a clinical study reported pain at the pump site. On (B)(6) 2020, the patient complained about pump site discomfort and inadequate pain relief. A catheter dye study (cds) was scheduled for (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported tenderness at the pump pocket. It was discussed using lidocaine patches. On (B)(6) 2020, the patient reported that the pump was targeted toward abdominal pain and this is managed we ll with the pump therapy. The patient has mid to low back pain (spine pain) which they feel is not helpful with the pain. Fentanyl was increased and the patient was prescribed flexeril. A catheter dye study was not done today ((B)(6) 2020). It was updated that the drug action that caused the event was increased dose. Additional information was received via a healthcare provider via a clinical study. The patient had reported no relief with bolus as of (B)(6) 2020. The patient had still admitted to pain at the pump pocket site as of (B)(6) 2020. It was noted that the patient had reported the increase in fentanyl was helpful with the abdominal pain as of (B)(6) 2020. Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that the patient still reported pain at the pump site on (B)(6) 2020 and a nerve block was discussed for the pain. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported pain at the pump site. The patient also reported adequate pain relief on (B)(6) 2020. It was noted that the inadequate pain relief resolved without sequelae on (B)(6) 2020. The pain at the pump site was ongoing. Additional information received from a healthcare provider via a clinical study reported the patient admitted to pain at the pump site on (B)(6) 2021. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported pain at the pump site. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported/affirmed pain at the pump site. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the device was reprogrammed where the fentanyl was increased by 200 mcg. On (B)(6) 2021 it was noted the patient was unsure if the pump therapy was providing pain relief. On (B)(6) 2021 the patient was requesting medication taper in preparation for explant as pump was not providing pain relief. The outcome was updated to ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 1019.3 mcg/day, bupivacaine 20 mg/ml for a total dose of 10.193 mg/day, and morphine 2 mg/ml for a total dose of 1.0193 mg/day via an implantable pump for non-malignant pain. It was reported the patient reported tenderness around the pump site on (B)(6) 2019. The pump was implanted in 2016, and a catheter dye study (cds) will be ordered. No action was taken. The outcome was noted as ongoing. The clinical diagnosis was pain at pump site. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. Additional information received from a healthcare professional (hcp) via a clinical study reported pain at the pump site. On (B)(6) 2020, the patient complained about pump site discomfort and inadequate pain relief. A catheter dye study (cds) was scheduled for (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported tenderness at the pump pocket. It was discussed using lidocaine patches. On (B)(6) 2020, the patient reported that the pump was targeted toward abdominal pain and this is managed we ll with the pump therapy. The patient has mid to low back pain (spine pain) which they feel is not helpful with the pain. Fentanyl was increased and the patient was prescribed flexeril. A catheter dye study was not done today ((B)(6) 2020). It was updated that the drug action that caused the event was increased dose. Additional information was received via a healthcare provider via a clinical study. The patient had reported no relief with bolus as of (B)(6) 2020. The patient had still admitted to pain at the pump pocket site as of (B)(6) 2020. It was noted that the patient had reported the increase in fentanyl was helpful with the abdominal pain as of (B)(6) 2020. Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that the patient still reported pain at the pump site on (B)(6) 2020 and a nerve block was discussed for the pain. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported pain at the pump site. The patient also reported adequate pain relief on (B)(6) 2020. It was noted that the inadequate pain relief resolved without sequelae on (B)(6) 2020. The pain at the pump site was ongoing. Additional information received from a healthcare provider via a clinical study reported the patient admitted to pain at the pump site on (B)(6) 2021. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported pain at the pump site. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported/affirmed pain at the pump site. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the device was reprogrammed where the fentanyl was increased by 200 mcg. On (B)(6) 2021 it was noted the patient was unsure if the pump therapy was providing pain relief. On (B)(6) 2021 the patient was requesting medication taper in preparation for explant as pump was not providing pain relief. The outcome was updated to ongoing.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study indicated that the pump and catheter were replaced and a new pump was implanted into the patient's buttocks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study stated that the patient fentanyl was decreased by 100 mcg.